Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The patient was driving, incoherent, and although his bg was below 70 mg/dl; his insulin pump continued to deliver insulin. The patient¿s passenger in the car, pulled the car over to the side of the road and called emergency medical services (ems). Ems arrived and treated the patient with IV glucose. Once the patient was coherent post-event, he checked his cgm values on his pump which were 42 mg/dl and his bg was 52 mg/dl. The patient turned off the insulin pump. Ems remained with the patient until he was able to ambulate; the patient declined transportation to the hospital. The patient drove to a store to purchase food and self-treated with food. At the time of the report, the patient had recovered. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.